Event description:
This device was explanted because the device could not be interrogated. Rep noted that this pt had had multiple surgeries and procedures in the past year. Device has not been returned to biotronik yet.

Manufacturer narrative:
The device has not been returned for analysis yet. Therefore, a root cause for the clinical observation cannot be given at this time. A destructive analysis of the ICD is necessary to determine the root cause for the loss of interrogation.